Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2016 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 31-aug-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) and company representative (rep) regarding a patient receiving intrathecal bupivacaine (unknown concentration and dose) and hydromorphone (unknown concentration and dose) via an implanted pump for non-malignant pain. It was reported that there was a volume discrepancy at the patient's pump refill about a month ago. The hcp did a rotor study that showed the rotor was turning and attempted to do a dye study but they were unable to aspirate the catheter. The hcp stated they believed that the catheter was occluded and they would likely do a revision.